Event description:
A malfunction alarm with code malf 2 was reported, and the pump was confirmed to be out of warranty. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy to ensure insulin delivery continued, and a replacement pump was arranged by technical support. The customer was instructed to place the faulty pump into storage mode before returning it using a pre-paid label, which the customer acknowledged.